Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier required witness and screen was black. A field service engineer found that the technical support specialist dialed into the station and checked the station to server comm-current, live datasync_debug-no more error, live datasync_applier- no errors, live maintenanceservice_debug-no errors and purgeselection process current. After the tss resolved the data errors, fse checked the battery and power supply and found no issues and had pharmacist test a waste with witness which was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its bio ID was not working, and screen went black. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its bio ID was not working, and screen went black. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.